Event description:
It was reported that the patient presented to the hospital after the patient notifier was activated. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi behavior. The device was successfully reprogrammed with no adverse consequences to the patient.